Manufacturer narrative:
Basically both mechanical and chemical stresses can be considered as causes for the damage of the color rings. In addition, a reduction in mechanical and chemical resistance due to material aging can be assumed. Therefore, it is important to check the instruments before use to avoid possible problems during use. The cases with missing color markings occurred in germany. Therefore, a field safety corrective action was initiated only in germany. This includes user instructions, some of which can already be found in the instructions for use. Among others, this includes the following instructions for use and inspection of the instruments. Reusable products can wear out as a result of use and lose their function. The integrity of the products must therefore be checked before each use. Worn out or functionally impaired devices must be disposed of immediately. Any elements that may affect the structure, functionality and device identification (e.g. Unnecessary vibration, strain, moisture, heat and uv radiation) must be minimized by the user. Damaged devices should not be used. Aap is only liable for the devices as supplied. Any unintended modification will result in a new medical device for which the operator (clinic, practice, etc.) Then becomes liable. Aap does not accept any liability for damage caused by a lack of or by irregular checks on the devices, in particular the drill. Color markings are to be checked for damage within the specified checks. Instruments with defective or missing color markings must be discarded (compare "important information" chapter 5.2.6). The fsca became necessary because german users did not sufficiently follow the instructions for use or inspection before using the instruments. The instruments were not replaced even though they were damaged. Since no harm to patients, users or third parties occurred in any of the cases and aap is also not aware of any indications of serious injury, aap corrects the assessment. All users are provided with IFU and additional instructions for use and inspection. In future, all similar incidents will be assessed as not requiring reporting. If the risk assessment changes due to new evidence, reporting will be resumed.

Event description:
1) in the course of liquidating a consignment stock, a missing color marking was found on an instrument.